Event description:
It was reported that the ilet bionic pancreas with serial number (B)(6) had a damaged or cracked display screen discovered after removal from the charger, while blood glucose remained unaffected and the patient used backup therapy. Symptoms included no adverse clinical effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included remote troubleshooting, coordination for a replacement device shipment, and attempts to obtain and verify return of the original device for evaluation. Investigation of this case revealed a device display damage consistent with physical damage to the screen component, with no reported malfunction affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."